Manufacturer narrative:
Product event summary: analysis could not confirm the lcd (liquid crystal display) being too light. Analysis confirmed the ring, one bail, and one bail cover are missing and the ring cover is broken. Analysis also found the upper case is dented (affecting keyboard fit). The upper case, lower case, one bail cover, and lead flex cover are broken. Upper case, battery drawer, and battery release are contaminated. One bail cover is missing, battery contacts are compressed, and keyboard is scratched.

Event description:
It was reported the lcd (liquid crystal display) is too light (dim) and device has been dropped. It was also reported there were missing / broken case components. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.